Event description:
It was reported that during reprocessing of the large needle driver instrument, the wire on the instrument observed to be broken. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable at the distal clevis hub is frayed. The frayed segment is approximately 0.06 in length. The frayed section of the cable showed damage leading into the distal clevis hub. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.